Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that a lead integrity alert was triggered due to high pacing impedances and high rate non-sustained episodes on the right ventricular (rv) lead. There was also noise and short v-v intervals. It was noted that a lead integrity alert had triggered again ten days later due to sensing integrity counter (sic) and ventricular tachycardia non-sustained (vtns) episodes. A possible lead fracture was suspected. The rv lead was explanted and replaced. Additionally, it was reported that during the rv lead extraction the right atrial (ra) lead came out too. A new atrial lead was then implanted. No patient complications have been reported as a result of this event.